Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, all of the arms moved a little when the cannulas were installed, and the instruments were in the patient. There were no faults or error messages when the issue occurred. The intuitive tech support engineer (tse) reviewed the system logs but found no related issues. The tse asked if the table motion button was pushed at any time, which would unlock all of the arms. The caller stated that he did not believe so. The caller stated they were going to test the system after the case to see if the arms moved together and confer with the staff. The tse also recommended a hard power cycle of the patient side cart (psc) when possible. The procedure was completed with no reports of patient injury. Intuitive has made a follow up attempt with the initial reporter to obtain additional information. This is the extent of the information available.

Manufacturer narrative:
An intuitive field service engineer (fse) followed up with the customer and confirmed that the issue did not return and confirmed arm movement was normal. The complaint was not confirmed by the fse investigation.